Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open free flap neck procedure, while placing a clip on a vessel the clip scissored. It was also stated that the device did not load a clip when the handle was squeezed. Another device was used to complete the case. There was no patient injury.